Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted prophylactically and replaced with another guidant ICD due to the recall advisory. The device was functioning appropriately. It was also reported that this transvenous defibrillation lead exhibited noise that was oversensed, resulting in pacing inhibition and the delivery of inappropriate shocks to this pacemaker-dependent patient. During the procedure, two left ventricular leads were attempted to be implanted. Despite several repositionings, the patient experienced diaphragmatic stimulation even at low pacing outputs. Therefore, no lv leads were implanted and the patient was not upgraded to a cardiac resynchronization therapy defibrillator (crt-d) at this time.